Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr requested the user facility to provide the information regarding reprocessing, however the user facility did not provide and ofr could not obtain it. Ofr checked the subject device and found the following. - the distal end was leaky. - the light guide lens was damaged. - the adhesive around the light guide lens and objective lens was porous. - the adhesive of the bending section rubber was defective. - the remote switch 1 was worn, torn, and porous. Also, omsc checked the picture in the report provided from ofr and found that there was dirt inside the light guide lens. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from ofr such as the pictures, there was the possibility that the dirt inside the light guide lens was attributed to the corrosion of the internal parts of the light guide lens due to moisture invasion through the leak point of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, escherichia coli (68 cfu) were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.